Event description:
Report received of a patient death while the device was in use. The patient was receiving epinephrine at an unspecified rate when the pump reportedly alarmed with a non-specific "battery system failure" message. The pump had been plugged into ac power at the time of the alarm. The patient subsequently expired, but the customer reported that there were "many other clinical factors" which contributed to the patient's death. Though multiple requests have been made, no specific clinical or event information was available.